Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 52 mg/dl at the time of incident and 53mg/dl the other time. Customer reports they did not receive a sensor updating. Customer reports they did receive a calibration not accepted alert. Customer also stated that sensor was not working properly. The insulin pump will not be returned for analysis.